Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. The device involved in the event is expected to be returned. A follow up medwatch will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient was scheduled to have a peg tube replacement on (B)(6) 2020. Report indicated that the procedure was postponed as the patient had a stomach ulcer. The peg tube was removed. Though requested, additional information including the cause and location of the ulcer, was not provided.